Manufacturer narrative:
The pump gave a button error alarm followed by intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies. The pump was received with a cracked case at the display window corners, a cracked display window, minor scratches on the lcd window, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during the rewind and prime process. The insulin pump may have been exposed to moisture. Customer's blood glucose level was 302 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.